Event description:
The hospital reported that an incident occurred during the preparation stage before the proximal anastomosis. The hst iii system (3.8mm) proximal seal did not curl properly when loading it into the delivery system, resulting in poor filling. The appropriate procedures were followed according to the numbers. By opening and using the second bottle, the seal was able to be filled without any problems. The proximal anastomosis was completed without any issues. There was no procedural delay. There were no impacts on the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.